Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the tip of the guide wire was bent, so that the needle could not enter. A new set was used. No delay in treatment.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide (swg) for evaluation. A visual inspection of the swg revealed offset coils on the swg j-bend, and the j-bend is deformed. Microscopic examination of the guide wire confirmed the offset coils, and deformed bend. Both welds were present and were observed to be full and spherical. The offset coils were located on the tip of the j-bend (approximately 1mm away from the distal end of the swg). The swg length and outer diameter were measured and were found to be within specification. A manual tug test confirmed both the distal and proximal welds are intact. A device history record (DHR) review was performed on the guide wire and insertion components (ars and introducer needle) and no relevant manufacturing issues were identified. The instructions-for-use provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint that the swg was kinked was confirmed based on visual inspections of the returned sample. Offset coils were examined on the swg j-tip, and the j-tip was deformed. The returned guide wire met all relevant dimensional requirements and a DHR review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the tip of the guide wire was bent, so that the needle could not enter. A new set was used. No delay in treatment.